Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device memory showed an issue with diagnostics/data collection. Percentage of pacing and sensing was displayed zero on (B)(6) 2015. (B)(4).

Event description:
It was reported that during interrogation the physician complained that the patient's implantable cardioverter defibrillator (ICD) did not calculate the percentage of pacing and sensing. The device remains in use. No patient complications have been reported as a result of this event.